Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with hysterectomy (vaginal); due to stress urinary incontinence, severe cervical dysplasia, urinary incontinence and chronic pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, urinary problems, fistulae and recurrence. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal irritation, dyspareunia, hematuria, incontinence, dysuria, and vaginal bleeding.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to vaginal mesh erosion, pelvic pain, and recurrent urinary tract infections at (B)(6) hospital.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to vaginal mesh erosion, pelvic pain, and recurrent urinary tract infections at (B)(6) hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.